Event description:
A report was received that the patient's ipg battery was depleting rapidly. A bsn representative analyzed the database and confirmed the device is exhibiting premature battery depletion. Ipg replacement surgery was recommended.

Manufacturer narrative:
Additional information received indicated the patient underwent the ipg replacement. Device evaluation indicated that the ipg passed electrical and performance tests performed. The device has burn marks on the case, indicating electrocautery has been used. Since the device may have been damaged by the electrocautery usage during the explant procedure, the current device state is considered irrelevant to the complaint. However, the device profile indicates that the battery depletion rate had been changed since some time prior to the explant. Although the depletion rate is depended upon the stimulation setting, the latest setting does not exhibit any extreme setting. The source of the damage could not be determined.

Event description:
A report was received that the patient's ipg battery was depleting rapidly. A bsn representative analyzed the database and confirmed the device is exhibiting premature battery depletion. Ipg replacement surgery was recommended.